Event description:
A (B)(6) customer performed control tests using her contour link system and received 2 results of "lo".the normal control range was not provided, but should be around 5.6-7.8 mmol/l.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips were sent to the customer.